Event description:
The facility rep reported a pump that does not infuse. Info was not provided regarding whether or not the problem occurred during an infusion. No pt injury or medical intervention was reported. Although baxter attempted to obtain info, details were not available regarding add'l contact info. No add'l info is available.

Manufacturer narrative:
The pump has not yet been rec'd for eval. A follow-up report will be filed upon completion of the eval, or if any add'l details become available. This report represents all info known by the reporter at this time.